Event description:
It was reported that the customer was hospitalized with high blood glucose. The customer' s blood glucose level was 252 mg/dl. The customer was treated with drip and insulin pump while in the hospital. The customer was admitted at (B)(6) hospital on (B)(6) 2015 and was discharged on yesterday. The troubleshooting was perform on the equipment. The patient was advised that the insulin pump will be replaced. The patient has a back up injections. The customer was advised that we are sending sd swap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.